Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03734. It was reported that the patient experienced ineffective stimulation due to lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein one of the leads was repositioned to its original location. Post-operatively, stimulation therapy was restored. It is unknown which lead migrated and was revised, therefore both leads are being reported.